Event description:
Feeding tube occluded. Removed tube and found that tip was detached. X-ray of 10/17/94 indicated tip of feeding tube present in stomach and also indicated one or possibly two other tips in lower bowel.